Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned and deployed as expected. Upon polymer fill of the aortic body stent graft, the polymer syringe was observed to have emptied indicating a potential intravascular leak of polymer, and the patient experienced hypotension and an increase in airway pressure. The patient was treated for a hypersensitive reaction per the IFU and was stabilized. The aneurysm was successfully excluded at the conclusion of the implant procedure. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The root cause for the emptying of the polymer syringe and intravascular leak of polymer could not be definitively confirmed with the information available. Based on a review of the returned delivery system, there was no evidence of damage to the fill polymer fluid path and/or the fill tube mating junction of the delivery system to the stent graft that would indicate a compromise of the polymer fluid path. The most likely cause of the emptying of the polymer syringe and intravascular leak of polymer was likely due to a compromise in the integrity of the aortic body stent graft fill channels and/or mating junction of the delivery system to the stent graft; however, this could not be definitively confirmed. As of the date of this report, there have been additional patient sequelae reported. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.